Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The liner appears cracked on xray. Doi 2008 - not yet revised. Update - information received (B)(6) 2011. Patient revised for liner that cracked and came out of cup, pain, and instability.